Manufacturer narrative:
The reported complaint of the autopulse displayed ua16 (timeout moving to take-up position) upon powering up of the device was confirmed during review of the archive data but was not confirmed during functional testing. The root cause of the issue was due to the defective drive train motor. The defective drive train motor needs to be replaced to remedy the issue. Visual inspection was performed and noted no physical damage upon receipt. The encoder shaft exhibited binding and resistance and was hard to rotate. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Functional testing could not be performed due to the autopulse displayed ua42 (force overload tripped) error message during take up, unrelated to the reported complaint. The archive review showed multiple ua16 (timeout moving to take-up position) error message occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017 , thus confirming the reported complaint. There were no session occurred on event date of (B)(6) 2017. Load cell characterization test showed that the load cells were defective. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Customer sent the autopulse for service and reported that the autopulse is displaying ua16((timeout moving to take-up position) error message. There was no patient involvement on this issue.